Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, seroma in both breasts, knots (in the left breast one of 3.5cm.

Event description:
Patient reported "implants were removed as patient had pain, seroma in both breasts, knots (in the left brest one of 3, 5cm)". This record relates left side. Device has been explanted.